Event description:
It was reported by the rep the device was used during a superficial endoscopic vein procedure. It was reported the gasket in the non-shielded trocar tore in the case.the gasket tore through the use of an ees 5mm clip applier. Another trocar was opened to complete the case. There was no consequence to the pt.